Manufacturer narrative:
The insulin pump had no button error alarms. The device had intermittent button response due to moisture damage on keypad traces. The insulin pump had a scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.